Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, automatic mode switch episodes due to noise were noted on the atrial lead. No intervention was performed as all electrical measurements were normal and in range. The patient was in stable condition and will continue to be monitored.